Manufacturer narrative:
Unit passed displacement and self test. The test bg meter communicates properly to the pump noted and the bg readings registered properly in the daily history noted, the test guardian link with the glucose sensor simulator communicates properly to the pump and no anomaly noted. No pump error 63 alarms noted during testing. Thus software was utilized and downloaded trace/history files properly. In further review found multiple error 63 on (B)(6) 2023 14:51:38, (B)(6) 2023 14:52:16. File number: 642, line number: 466 possible hw error. Pump was cut open to perform visual inspection and found moisture damage on the battery connector, pcba1 during visual inspection. Unit p-cap / test reservoir lock in place properly. Unit had scratched case, stained keypad overlay. In conclusion, pump no communicate to bg meter and sensor simulator not confirmed. Multiple pump error 63 confirmed in the file history files due to moisture damage electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had pump error 63 (hardware low level failures). The customer also had noticed moisture getting behind the screen of the insulin pump when waking up in the morning and when in cold environments, the pump had not been lodged in water, it seem it was condensation getting behind/inside the pump itself. Another issue was their new guardian 4 sensor did not seem to be working properly. The customer only started using them approx 2 weeks ago and insulin pump struggled to stay connected to the sensor and kept disconnecting itself while being connected and spending excessive time updating (24hours+ ). The customer had replaced the guardian sensor 4, 3 times in the last 4 days and it was still doing the same thing. Troubleshooting was performed for pump exposed to moisture. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.